Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) and defibrillation lead expired. The death was unwitnessed and there were no allegations against product functionality. Review of stored data found the system had chronic high shock impedance measurements, including high out of range measurements. Stored ventricular tachycardia (vt) and ventricular fibrillation (vf) episodes in january showed successful conversion with high shock impedance measurements. In september a stored vt/vf episode showed ten shocks had been delivered with impedance measurements greater than 125 ohms for each shock. The shocks were unsuccessful and therapy was exhausted with vt/vf continuing. Following this episode, all measurements became out of range indicating the patient had likely expired. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) and defibrillation lead expired. The death was unwitnessed and there were no allegations against product functionality. Review of stored data found the system had chronic high shock impedance measurements, including high out of range measurements. Stored ventricular tachycardia (vt) and ventricular fibrillation (vf) episodes in january showed successful conversion with high shock impedance measurements. In september a stored vt/vf episode showed ten shocks had been delivered with impedance measurements greater than 125 ohms for each shock. The shocks were unsuccessful and therapy was exhausted with vt/vf continuing. Following this episode, all measurements became out of range indicating the patient had likely expired. The product has been received for analysis. This report will be updated upon completion of analysis.